Event description:
"Double patients in a report," the report page from vitres 3.1 (confirmed by the gui), had one patient's image with a second patient's name in the header. They confirmed the site had used the same patient ID (sinus) for both patients. After ascertaining the details it was determined that the report for vitrea 3.1 and 3.2 looks at the patient ID only, and if the same patient ID is used, the report doses not refresh, and the data from the first patient ID is carried over and placed on the scanned results of all of the patients scanned with the same ID. Further testing confirmed that the slide tray operates as designed, but that the header displays the information for the first loaded patient rather than the last loaded patient. The current using vitrea 3.2 manual states, "if you include images for more than one series for the same patient in a report, the report headings, if any, will identify the series you loaded most recently. It may be important to identify which images came from the series."